Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer stated that the sensor glucose reading was 60 but the blood glucose value was over 160 mg/dl. Customer stated that the next day the sensor was reading 70 mg/dl and the blood glucose level was 230 mg/dl. Customer stated that he received threshold suspend alarms. Customer did not exhibit symptoms of low blood glucose. Suspend threshold limit is set up at 70 mg/dl. Current blood glucose is 180 mg/dl. Nothing further reported.